Event description:
A copy of the autopsy report was forwarded to shiley from the initial rptr which indicated that "the pt was found to have severe mitral regurgitation (there was also moderate tricuspid regurgitation)secondary to [the] structural failure of [the] existing mitral valve prosthesis." According to the copy of the report, "half of [the] mitral valve leaflet [was] broken off (1.5 x 1.0 cm) on september 21, 1999 [with] embolization to [the] right external iliac artery."